Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a procedure. According to the complainant, during preparation, there was no energy output from the fiber. The procedure was completed with another flexiva laser fiber. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4). Visual examination revealed that the exposed glass tip measures 3.0 mm and appears unused. Functional analysis revealed that the aiming beam exiting the distal tip is extremely weak. No effective transmission of power was produced by the complaint fiber indicating that the fiber is broken within the connector.